Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caretaker discovered a fluid leak associated with a patient's pd treatment. The caretaker said fluid was discovered in the pump module area of the cycler. There was also a small hole in the cassette. In a follow-up, the patient¿s pd nurse verified there was no harm, intervention, or adverse event due to the fluid leak. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.